Event description:
The customer reported that there was a stator not on error message. There is no report of death or serious injury associated with the complaint. This error will likely cause the system to shut down un-commanded, which would result in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.